Manufacturer narrative:
A partial lead measuring 8.0 cm was returned for analysis. The damage found was sustained during procedures. The lead was otherwise normal. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient has deceased. There is no allegation from a healthcare professional that the death was device related. The cause of death was cardiovascular disease. No additional information was reported. Additional information was requested but not received.